Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 failed and was having issue. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that main drawer 2.1 was experiencing issues. A field service engineer (fse) found that the half height cubie pockets were repeatedly failing and were missing in the med application configuration. The row board cable connections were reseated, and all cubie trays and pockets were reseated. Testing was performed, and all pockets and the drawer were successfully recovered. Preventive maintenance service was completed on the station. The system functioned as intended after the field service engineer repaired the device.